Manufacturer narrative:
Additional information was received that the shock was felt by the user and not the patient. It was described as a minor shock, a very small discomfort. This event will be a product problem and not a serious injury as initially reported.

Event description:
It was reported that during use of an s5-1 transducer, with an unspecified ultrasound system, the patient received an electrical shock. No further information was able to be obtained. The transducer was evaluated and found to have a crack in the strain relief part of the cable. Philips has started an investigation, and upon completion, a follow up report will be submitted.